Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted with a ft4 value of 55.7 pmol/l. The sample was repeated on a second analyzer, resulting as 17.3 pmol/l. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number and expiration date were asked for, but not provided. Upon review of the calibration data, signals for one calibrator level were slightly lower than expected. The signals for the second calibrator level were slightly higher than expected. Quality controls were within range. There was no indication of a performance issue with either the reagent or instrument. Upon review of the alarm trace, multiple abnormal probe aspiration alarms occurred on (B)(6) 2018. The investigation could not identify a product problem. The cause of the event could not be determined.